Manufacturer narrative:
(B)(4). Item name: unknown femoral component; item number: unknown; lot: unknown item name: unknown tibia component; item number: unknown; lot: unknown item name: unknown bone cement; item number: unknown; lot: unknown the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent knee revision surgery due to bearing poly swap, approximately 10 years and 3 months post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, b5, d4, g1-2, g3, g6, h2, h3, h4, h6, h11. Corrections: d4, g1-2, h4. No product was returned for investigation, but pictures of the bearing were provided. The pictures show that the surface of the bearing is worn and scratched. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Four radiographs were provided and reviewed by a radiologist. There is a medial unicompartmental arthroplasty of the left knee. There is no fracture or implant loosening. The implants are anatomically aligned, but there is evidence of severe liner wear and suspected metal-on-metal implant contact. Bone quality is markedly osteopenic. A definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.